Event description:
The fse reported that the images whited out. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. The system operates as intended.